Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre-operative diagnosis of lumbar stenosis and listhesis underwent anterior/oblique lumbar interbody fusion(l2-5), l2-5 discectomy. Intraoperative due to cage insertion impaction, locking mechanism of device was loosened. This caused the inserter to fatigue and break. The graft was then bitten down for further removal of locking clip. The remaining graft was left intact and no fragments remained after inserter was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.